Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a power issue (unit powers off during use). The complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2013. The patient manages his diabetes with insulin- no adjustments. As a result of the power issue, the patient managed his diabetes with more food and drink at the time of concern. Subsequently two weeks after the onset of the power issue, the patient reportedly developed symptom of shaking. There was no report of any required medical intervention due to the reported issue. The power issue was not resolved with training. The patient indicated there was no product misuse. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the onset of the power issue.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/21/2013 and 11/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.